Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. The returned meter was tested with the in-house contour next test strips and in-house breeze 2 control solution to simulate as blood, which gave a satisfactory performance. All simulated blood glucose readings were properly stored in the meter's memory.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate called from (B)(6) on behalf of her son to report that their blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.